Event description:
It was reported that during the implantation procedure, the helix of the lead did not extend. Physician completed the procedure by using a different lead. Patient was stable. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.